Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11777 related manufacturer reference number: 2017865-2021-11779 it was reported that the patient presented with pocket erosion and a bacterial infection. The pacemaker and leads were removed. The patient was stable.